Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w version: 2.8c. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.